Manufacturer narrative:
Missing device manufacture date. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the small perc pin tracker reference frame ¿jumped¿ after a spin. The reference frame was not bumped and the teeth were fully seated upon the start of the spin. The site did an additional spin. Afterwards, it was found that the teeth were very worn and easily movable. The site was taken out of circulation. There was no patient impact reported and a less than one hour delay to surgery.